Event description:
It was reported "distal tip of iab failed to unwrap". To continue therapy another iab was inserted of a different manufacturer. The second iab was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "distal tip of iab failed to unwrap". To continue therapy another iab was inserted of a different manufacturer. The second iab was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.